Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 354 mg/dl. The customer delivered a bolus to stabilize bg level. Reportedly, the customer had been running high since changing the infusion set site. It was indicated that elevated bg level was possibly due to the customer needing to change supplies after eating and not having insulin to deliver for food.